Manufacturer narrative:
(B)(4).

Event description:
Covidien received info stating that an 840 ventilator gave an audible alarm and then the screen went blank. The pt was removed from the ventilator and manually ventilated via an ambu bag. The pt expired 30 minutes later. The following is an account of the events that transpired according to the respiratory therapist that was on duty on (B)(6) 2013. The reporter states that the pt was initially placed on the 840 ventilator on (B)(6) 2013. The reporter stated that the pt was very sick, unstable, and had been ventilated for about 5 days and was on nitric oxide added to system for severe pulmonary hypertension. The reporter states that according to the physician's note, the pt had a worsening lactic metabolic acidosis and was hypoxic on 100% oxygen and 25ppm (parts per million) nitric oxide and consistent with ards (acute respiratory distress syndrome). The pt was on full ventilator support (before the event) with the following ventilator settings: mode=volume a/c, vt (tidal volume) = 550, respiratory rate (rr) = 12, fraction inspired oxygen (fio2) = 100%, peep (positive end expiratory pressure) = +8, peak flow rate = 70 l/min (liters per minute) and 25 ppm (parts per million) nitric oxide po2 (oxygen partial pressure) = 55.4. Alarm settings: high rr=40 bpm (breaths per minute), high pressure = 50 cmh2o (centimeters of water), low minute ventilation = 2.0, low/high vt = 300/800, alarm volume = maximum. Apnea interval = 20 seconds. The reporter also states that nitric oxide (no) was being used as per the md's (medical doctor) order. The nitric oxide delivery device and settings were as follows: nitric oxide was delivered using inomax dsir. Inomax setup was as follows: no=25 ppm, o2=100%, no cylinder# (B)(4), cylinder gauge pressure=1800 psi (pounds per square inch). Inomax alarm setup as follows: hi/low o2=100/90, hi/lo no=30/20, hi no2=3.0, lo calibration performed = yes. The reporter states that according to the registered nurse (rn), she heard an alarm and when she came to the room at around 0437 am (at morning) she saw the ventilator read "malfunction" and heard a continuous unusual ventilator alarm sound. Suddenly, she noticed the ventilator screen shut off and heard a continuous alarm, she immediately started to manually ventilate the pt using an ambu bag. The respiratory therapist (rt) was paged and immediately went to the pt room with a new ventilator along with a coworker. The reporter states that they noticed a malfunction alarm was going off and connected the ambu bag with the nitric oxide while the md was manually ventilating the pt. The second ventilator was setup with nitric oxide and the pt was connected to the ventilator as per the md's order. The covidien customer support engineer (cse) inspected the unit and found that when the unit was powered on it gave the first audible alarm sound (single beep) but not the second audible alarm sound (double beep). The cse states that the error codes found (ut0003, xp00087) point to a failure of the graphic user interface (gui) central processing unit (cpu) printed circuit board (pcb). The cse states that he has performed a partial repair (evaluation only) and has tagged the unit "do not use" until further notice from (B)(6) hospital. Covidien has communicated to the customer and is awaiting a response as to covidien's intent to perform a full failure investigation of the device.